Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va2fg6t, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-may-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a decrease in therapy. The dbs system was showing a short (low) on contact pairing 0/3. The surgeon performed exploratory surgery to check impedances on the lead itself. During surgery, it was confirmed the lead was the issue, as the short was also detected on an intraoperative impedance test on the lead alone using the twist lock cable. The lead currently remains implanted, but there will be a planned surgery date to explant and replace the lead. Circumstances that may have led to the issue include that the patient routinely hit their head on the side of their wheel chair due to their underlying disease. The issue was not resolved at this time.